Manufacturer narrative:
At this time, the product remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that a lead safety switch (lss) alert was triggered as the right atrial (ra) lead connected to this implantable cardioverter defibrillator (ICD). The pace impedances went from about 680 ohms, to about 1000 ohms, to greater than 2000 ohms. There were no stored episodes to review. Boston scientific technical services (ts) recommended for the physician to perform isometrics and pocket manipulation, while sampling the impedance. The patient did not want to stay for further evaluation and will be performed at the next clinic visit. The patient will be monitored. No adverse patient effects were reported.

Event description:
Additional information was received that on november 2, 2018 the patient was in for a pocket revision. The atrial lead was removed from the device header and tested on the pacing system analyzer (psa) producing similar lead measurements as implant (thresholds of 1.5 to 1.6 mv and impedances of 600 ohms). Upon reviewing remote monitoring data, there was an observed increase in impedances within one month post-implant for both right atrial auto threshold testing, from less than 1v to 3.4v to 4v. Pacing impedances ranged from 700-800 ohms to greater than 2000 ohms and ultimately 3000 ohms starting around the end of march. There were five alerts for out of range atrial impedances back to (B)(6) and an inappropriate atrial trachy response in july that shows atrial oversensing. Boston scientific technical services (ts) suspects either a setscrew issue or the lead not fully inserted into the header as both would have the same effect. It was noted that the set appeared tight when tugging on the lead. No further issues have been reported and the products remain in service.